Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID # 2134265-2017-00039. It was reported that there was a loss of aspiration. An angiojet® zelantedvt¿ catheter was selected for a thrombectomy procedure. During the procedure, while in thrombectomy mode,a priming error code occurred and the catheter stopped working. The catheter was discarded and another of the same catheter was selected. The case was re-started and the same issue occurred. A third of the same catheter was selected and the procedure was completed. There were no patient complications reported and the patient is fine.